Manufacturer narrative:
(B)(4). Batch # unk health effect: clinical code: infection (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgery? What was the date of the re-operation? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is meant by, ¿the anvil of the machine did not fit in the trocar?¿ what does ¿manually embedded¿ mean? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that during a lower anterior resection procedure, the anvil of the machine did not fit in the trocar. It was manually embedded. Machine fired, but at the end of the second day of post-op, an anastomotic leak with abscess/infection appeared. The team knows the correct place to grab the anvil, but for no apparent reason this situation happened. Manually put the anvil on trocar and shooting with surgeon holding anvil head. No fragments generated. Procedure was delayed by 35-minutes but successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 07/19/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). H6: health effect ¿ clinical code = infection (e19). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information received: it is unknown what type of grasper was being used. Distal transection was done with the contour. Intra-op leak test was negative. Clarification was received on what was meant by ¿manually embedded¿ ¿ the anvil of the device was not physically clicking. They were eventually able to attach the anvil with using pressure of the hand and was able to fire the device with it being held with their hand during firing. The location of the malformed staples on the staple line are unknown. Patient age: 73. Procedure: low anterior resection. Lot/batch: u93n5z. What was the date of the initial surgery? What was the date of the re-operation? (B)(6) 2021 -laparoscopic abcess drainage + diverting ileostomy. What were the indications for surgery? Rectal cancer. What surgical procedure was performed? Low anterior resection lap. Did the patient receive any preoperative chemotherapy or radiation? Yes. Chemotherapy and radiation. Malnutrition. Important comorbidities. Were there any issues experienced with the device in the initial surgical procedure? The anvil of the machine did not fit in the trocar at 1st try. It was manually embedded and held during the fired. What healthcare professional fired the device and what is his/her experience with the device? " second surgeon. Good experience with the device. More than 30 surgeries with the device." Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-high b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible tactile visual (green checkmark). Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 (two complete revolutions). Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. Donuts are upright and complete. With no defects. Were there any issues noted with staple formation? No. Was a leak test performed? Yes. Test was performed with air. Test was negative for leaks. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 5 days. How was the leak identified? Surgical drain discharge, crp levels, CT scan. What was observed at the site of the leak upon reoperation? Yes in 2 staples on the staple line. How was the leak addressed? Diverting ileostomy + minimally invasive treatment of anastomotic leak with endoscopically placed negative pressure sponge. What is the current patient status? In observation. Still in hospital.